Event description:
It was stated that the insulin pump had water underneath the screen. It was also stated that the display was blank. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor.